Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leakage at septum (B)(6) 2025 the patient was given an indwelling needle to induce labour with oxytocin, and the tube was sealed at 17:00 hours. 5.29 at 9:00 a.m., the patient's dressing was found to be leaking at 11:00 a.m., and the infusion fluid dripped onto the bedclothes. After observation, it was found that the fluid was leaking from the isolation plug. The indwelling needle was replaced, the tube was repositioned, and labour was induced with oxytocin.

Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review (lot#3353149): 1) the products of this batch were assembled at intima ii auto line 4 in dec 2023 and packaged at r240 package line in dec 2023. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.